Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose displayed as "high", specific value was not provided. Customer administered a correction injection via mdi to address the high bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.